Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep when the device was returned on 2016-dec-13. The pump was non-prophylactically removed on (B)(6) 2016.

Manufacturer narrative:
Analysis of the pump revealed no anomaly. Eval code - conclusion code ¿ is being updated for this event. Eval code - result code no longer applies.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient with an implantable drug infusion pump indicated for non-malignant pain and failed back syndrome ¿ other. The pump contained morphine (12.7 mg/ml), an unknown brand of baclofen (152 mcg/ml), and clonidine (212.7 mcg/ml); all doses unknown. It was reported the patient¿s implanted pump was removed and replaced with a new pump. The pump was replaced due to discrepancies in reservoir volumes at pump refills. The patient experienced no symptoms. There were no environmental/external/patient factors that might have led or contributed to the issue. The issue was resolved at the time of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer via the legal team reported the patient had a delivery failure and overinfusion that led to surgery.